Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. During device preparation it was found that the catheter couldn't be flushed. The catheter was replaced, and when being disconnected from the flushing line the side port broke. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has been received at boston scientific laboratory. During product analysis it was noted that the strain relief was detached from the luer. The manufacturing deficiency conclusion code was selected for the finding of strain relief/luer detachment, which is assumed to be the reason for the reported allegation.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. During device preparation it was found that the catheter couldn't be flushed. The catheter was replaced, and when being disconnected from the flushing line the side port broke. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.